Event description:
The solution set was attached to a 100 ml bag of 0.9% normal saline (though problem may be observed with any type of solution). The set leaked at the roller clamp site. It seems to pinch the tubing and poke a hole in it. The rptr contacted the MFR. MFR requested return of the set for further investigation. It seems they have other reports of this problem.